Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer completed a decontamination of the analyzer, ran several bath exchanges, and replaced the cuvettes. He performed a cell blank and an ise check that were acceptable. The investigation was not able to identify a specific root cause.

Event description:
There was an allegation of questionable calcium results from the cobas 6000 c501 module. Sample 1 initial result was 2.78 mmol/l, and the repeat result was 2.36 mmol/l. Sample 2 initial result was 2.96 mmol/l, and the repeat result was 2.4 mmol/l. Sample 3 initial result was 3.28 mmol/l, and the repeat result was 2.35 mmol/l. Sample 4 initial result was 3.39 mmol/l, and the repeat result was 2.65 mmol/l. Sample 5 initial result was 3.27 mmol/l, and the repeat result was 2.46 mmol/l. Sample 6 initial result was 3.31 mmol/l, and the repeat result was 2.28 mmol/l.